Event description:
New models of this mini blade are now made with a widened body with an indent meant to stabilize the device in the shipping package. The widened body makes it impossible for the surgeon to see the blade itself and beyond to the tissue they intend to cut, because the wide body blocks the view down the microscope. Electronic file available on request to medsun as needed to illustrate the new design and configuration.